Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to place a taxus express2 drug eluting stent, unk size, to an unk lesion, but was unable to cross the lesion. The stent dislodged inside the pt and embolized. The physician crushed the stent into the vessel wall and the procedure was completed without treating the lesion. No pt injuries or complications were reported. Pt status post procedure is noted as fine. The pt had severe disease and surgery was recommended prior to the procedure. One year post procedure the pt went to surgery for progression of the disease. Additional info regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.